Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a broken black wire connector was confirmed but not reproduced during evaluation. This condition is due to a damaged harness. The power supply harness was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a broken black wire connector where the batteries are. This condition had the potential to interrupt delivery. This event occurred during biomed testing, but it is unknown where it occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.